Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device "died out." The planned surgical procedure was completed without delay. A spare device was available for use. It was indicated that there was no serious injury, death, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.